Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled for a right ventricular (rv) lead revision due to a pericardial effusion from a rv lead perforation. When attempting to remove the rv lead from the pericardial space the distal coil was observed to be damaged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the exposed rv coil was stretched at the proximal end of the rv coil. If information is provided in the future, a supplemental report will be issued.